Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt's ipg has moved and migrated down closer to her spine and it is making the pt uncomfortable. The pt has a scheduled appointment at a later date to consult with her physician about relocating her ipg. Surgical intervention may be taken at a later date to address the issue.